Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was readmitted for a gastrointestinal bleed. The patient was transferred to advocate christ hospital for hypotension, low flow alarms, and was found to have a hemoglobin (hgb) level of 5.7 g/dl. During admission, the patient was transfused 2 units packed red blood cells (prbcs). Anticoagulation was held and she was transfused additional prbcs for a goal hgb of 8.0 g/dl. Due to the significant bleeding, it was determined that her anticoagulation would be held and she would not resume coumadin on discharge. Patient was evaluated and was deemed appropriate for subacute rehab. The patient is currently stable with no bleeding. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported gi bleeding and hypotension could not be determined through this evaluation. Moreover, the reported low flow alarms could not be confirmed through this evaluation as no log files from the time of the reported event were provided. A specific cause for the low flow events could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.